Event description:
It has been reported that the system, which includes an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead, exhibited high out-of-range (oor) shock impedance exceeding 200 ohms, as well as high oor pacing impedance exceeding 3,000 ohms. A subsequent lead impedance test revealed shock impedance measurements of 92 ohms and pacing impedance reduced to 500 ohms. In another assessment, shock impedance was noted at 138 ohms, while pacing impedance remained at 500 ohms. A myopotential test was conducted, during which the device was tapped; however, no noise was detected on the lead. Technical services (ts) reviewed the event and identified two instances of signal artifact monitoring (sam). The noises and artifacts observed were indicative of minute ventilation (mv) artifact in both the rv and shock channels. Ts indicated that impedance measurements might be susceptible to electromagnetic interference (emi) and recommended an x-ray to evaluate the lead path. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product remains in service, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of design inadequate for purpose.

Event description:
It has been reported that the system, which includes an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead, exhibited high out-of-range (oor) shock impedance exceeding 200 ohms, as well as high oor pacing impedance exceeding 3,000 ohms. A subsequent lead impedance test revealed shock impedance measurements of 92 ohms and pacing impedance reduced to 500 ohms. In another assessment, shock impedance was noted at 138 ohms, while pacing impedance remained at 500 ohms. A myopotential test was conducted, during which the device was tapped; however, no noise was detected on the lead. Technical services (ts) reviewed the event and identified two instances of signal artifact monitoring (sam). The noises and artifacts observed were indicative of minute ventilation (mv) artifact in both the rv and shock channels. Ts indicated that impedance measurements might be susceptible to electromagnetic interference (emi) and recommended an x-ray to evaluate the lead path. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the technical services (ts) confirmed that the power consumption is as expected and there were no suspicious faults or resets. Oor shock and pace impedance was confirmed. Ts recommended to continue normal with routine follow-up. This device remains in service and no adverse patient effects were reported.